Event description:
My daughter slipped & fell in a store in 2008. She was admitted to the hosp, she fell again while in the hosp, a defibrillator was performed, it burned her 80% of her body. Infection set in and within two weeks they amputated off both of her legs. She was air lifted at approximately 34 days later, removed to another hosp, she died 2 days later. Her case has been referred to the local health dept by dr at the hosp, because of the lack of care and infections that she received from medical ctr. The initial facility. There is an ongoing investigation with the health dept.